Manufacturer narrative:
One fogarty catheter with attached bd 3ml syringe and a three-way stopcock was returned for evaluation with original opened tray. No visible damage to the catheter body, balloon, windings, or syringe was observed. The balloon was inflated with 1.2 cc air and the balloon inflated clear and concentric. The through lumen was patent without any leakage or occlusion. Further examination found the balloon deflation time to be 5 sec. Using water and pulling back on the syringe plunger. The spec. Is a max. Of 15 sec. When using water and pulling back on the syringe plunger. The balloon was inflated using 0.5ml water and the balloon inflated clear and concentric. Visual examinations were performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon deflation issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
Upon obtaining additional information it was discovered that the problem may have been inflation difficulty not deflation difficulty. Patient demographic information requested but unavailable.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
It was reported that it was unable to deflate the balloon during use. There were no patient complications reported.